Manufacturer narrative:
Concomitant medical products: 6947m, lead, implanted (B)(6) 2013; 5076, lead, implanted (B)(6) 2009.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a shorter than expected battery life, consuming over three years worth of battery in the first two weeks of use. The patient said they were told by their doctor that it was related to the left ventricular (lv) lead. Follow up yielded no further information. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.